Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question, and those test well images appeared visually weakly positive.

Event description:
On (B)(6) 2016, an unexpectedly negative antibody identification was documented, when tested on a galileo echo instrument.